Event description:
It was reported that versacross connect access solution for faradrive selected for farapulse pulmonary vein isolation procedure. The coating on rf wire became damaged in the distal end in the pigtail upon use with the non-boston scientific access needle during groin access. The physician felt resistance in the groin access needle and chose to pull everything out and replace the device. The procedure was completed successfully. No patient complication was reported. The device is not expected to return for analysis as disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.